Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00349. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using pod6 coils. During the procedure, the physician was unable to advance a pod6 through another manufacturer's microcatheter and was removed. The physician noticed blood at the hub of the microcatheter. The procedure continued using a new pod6. While advancing a pod6, the pusherwire became kinked. The pod6 was removed and the procedure continued successfully using two pod5 coils. There was no report of an adverse effect on the patient.